Manufacturer narrative:
The site history was reviewed for any instrument service interventions for the first 2 weeks and none were found. No further evaluation of the device is required. The cause for the false negative ckmb result is unk.

Event description:
A negative ckmb result of 1.66 ng/ml was obtained on a pt sample. The repeat of the sample was 9.37 ng/ml (positive) and the ckmb cutoff is 5.0 ng/ml. The false negative result was reported. The pt was admitted to the hospital and it is unk if there was any pt intervention. There was no report of adverse health consequences as a result of this discordant ckmb result.